Event description:
It was reported that the wheel lock on a manual wheelchair was bent.

Manufacturer narrative:
Additional manufacturer narrative: this MDR was inadvertently filed under registration number 1531186. The correct registration number associated with the reported product is 1525712.